Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a stent fracture occurred. The 10x80x75 epic nitinol vascular stent was implanted in the patient's common bile duct in (B)(6) 2011. The epic stent was deployed without any issues or patient complications. Approximately (B)(6) post procedure, x-rays revealed the stent had twisted around a papilla. The physician opted to take a wait and see approach. X-rays taken in (B)(6) 2011 confirmed that the epic stent had torn approximately 2cm at the bottom of the stent, but remained attached. The patient remains asymptomatic and additional intervention has not yet been determined. This product is only (B)(4) approved but it is similar to an approved us device.